Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain (interpreted as pelvic pain) and irregular bleeding (interpreted as genital bleeding). She stated that she lost all of her female organs except one ovary (interpreted as hysterectomy). These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0215, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date, for permanent birth control. Consumer reported that for six very long years essure took ahold of her life and ran it into the ground. She suffered from chronic pain, irregular bleeding, migraines that lasted for days and most of the times weeks. Sex became unbearable with sharp shooting pain, memory was foggy and most days she struggled to find simple words that wouldn't come out right. She had horrible unexplainable pain in breasts which made it hard to wear a bra or when she took it off it would send sharp pain through her body. Consumer had horrible weight gain, went from 120 to (B)(6) and couldn't get the weight off until the inflammation in abdomen (making she look eight months pregnant) spread to her colon and she was diagnosed with colitis and couldn't keep food down. She threw up everything she ate and stayed sick. Consumer had constant diarrhea for eight months. Her moods were uncontrollable. She was always sleepy and had zero energy. She had metallic taste in her mouth that never seemed to go away with brushing. The never knowing if she would start her period or not was a pain, having it two or three times in one month was ridiculous. The chronic pain made life unbearable, the depression it caused made her wonder if she would ever get her life back. On (B)(6) 2015 she regained some of her life but lost all of her female organs except one ovary. She never signed up for major surgery as her form of birth control and now she prays that her one ovary continues to function and that her life will at some point return to normal. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pain (interpreted as pelvic pain) and irregular bleeding (interpreted as genital bleeding). She stated that she lost all of her female organs except one ovary (interpreted as hysterectomy). These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention. A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.